Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no excessive no delivery alarm. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratches on the display window and cracked case near the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 408 mg/dl. Customer treated their high blood glucose via insulin pump after attempted to bolus 2 times. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during a bolus attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.